Event description:
It was reported that the patient's performance is deteriorating. Latest testing shows a short circuit between electrodes 6 and 12, and electrodes 7, 8, 10 and 11 in status hi. Previous testings showed: intraoperative in (B)(6) 2008: electrode 5 and 12 in status hi; in (B)(6) 2010: a short circuit between electrodes 6 and 12; and in (B)(6) 2010: additionally electrode 11 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.